Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device no physical damage was found. During the power up process, the reported problem was duplicated. Base hardware failure was found at power up process and moment later a battery communication timeout error was followed. The root cause of the reported issue was found to be the interconnect board does not operate as intended which also is causing the battery communication timeout. Replaced interconnect board and battery. Performed power up process and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that there was a main board failure. No patient injury was reported.